Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) alerted due to atrial arrhythmia burden. Technical services review of the device data showed that there was a previously recorded episode of non-sustained ventricular tachycardia due to oversensing of lead noise in the right ventricle (rv). It was observed that there was a drop in all lead impedance measurements at the time of the event and it was questioned whether the noise was external in nature. Further review of the device settings was recommended. The pacemaker remains in service.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory.